Manufacturer narrative:
Device analysis the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 5th and 6th stent wraps, with struts raised and overlapping. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located at the mid left anterior descending artery, exhibiting 85% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent deformation occurred in-vivo during positioning. It was reported that the physician did not complete the procedure and patient status post-procedure is alive with no injury.